Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the emergency room where the site (hip/buttocks) was lanced and drained by the doctor. The patient was hospitalized and was treated with antibiotics intravenously. The patient was discharged after two days.